Event description:
Date of the event is unknown.

Manufacturer narrative:
Event date updated in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing pnk 20ga x 1.0in leaked. It was reported by customer that they have encountered a significant problem with IV 20, item # 382633¿the units failed to work with retaining blood, according to nursing staff. Verbatim: we¿ve encountered a significant problem with IV 20, item # 382633¿the units failed to work with retaining blood, according to nursing staff. Could this be a bd issue, and if not, do you monitor lot numbers? We ordered a lot last year due to procurement difficulties; we are only just now encountering this issue.